Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The root cause of the reported ¿odor and laser issue¿ is inconclusive, based upon the information provided, at this time. However, the issue may be attributed to ancillary surgical factors. By proactively implementing preventive strategies, surgeons will prioritize patient safety. This can be specifically done by adjusting parameters (as suggested in the operator¿s manual). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an ophthalmic operating system exhibited laser fired by itself during vitrectomy surgery and had burning smell. The report of the patient health impact have not been provided. Additional information has been requested but is not available at the time of this report.